Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm during the fill tubing process. Customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated the no delivery alarm was resolved by a reservoir change. The customer also reported the reservoir was not functional and had to be disposed of. Customer declined to troubleshoot for their high blood glucose. The customer declined to return the insulin pump for analysis.